Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
The complainant alleged while attempting to treat a patient (age and gender unknown) the device was unable to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device's ECG connector was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.